Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no openings or leaks observed on the device. Bubbles no bubbles observed on the device or in the diagram valve. Additional observations: crease flat observed in the device. White particles in the surface of the device. Observed void on valve side in the part does not texture side, for this reason is a not defect. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported the event of right side deflation and bubbles. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a1, b2.

Event description:
Healthcare professional reported the event of right side deflation and bubbles. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported the event of right side deflation and bubbles. Device remains implanted.